Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device performed a warm start during patient ventilation. After the restart, the device continued to ventilate with the previous settings. No injury has been reported.

Manufacturer narrative:
The affected evita xl was available for investigation by the manufacturer. For the analysis of the device a continuous run was performed in which no deviations could be detected. Based on the logbook entries, the reported event could be confirmed, but no device error has been recorded. The absence of an error code during a warm start indicates that the processor system had no operating voltage for a short time. Based on this information, the power supply was identified as the cause of the event and was replaced. The device then passed a complete functional test and a continuous run without deviation. The device behaved as specified during the event and attempted to correct the error with warm starts. During a warm start, the evita opens the airway system to allow for spontaneous breathing. This process is accompanied by an alarm. After the boot sequence has been completed successfully (duration approx. 8 seconds), the ventilation continues with the previous parameters. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.